Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic cholecystectomy a doctor reported he has had a "couple" of "clip security" issues lately. He uses fdc12 flextrays. The rep reports the hospital did not keep any products even though they have been advised numerous times to do so if there is ever a concern. There was no consequence to the patient.